Event description:
After upgrading to a new software version, one pt's creatinine result of 74 umol/l was sent to the host as an urea result. Also the analyzer data review screen displayed the result as a calculated test; it was not a calculated test. The result was not reported. If add'l info is received, appropriate notification will be provided.